Event description:
It was reported the patient's blood glucose level (bg) rose to 350 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Inspection of the device found no issues capable of causing the reported dislodging. The cause of this event could not be determined. Inspection of the device found no issues capable of causing the reported failure to adhere. The cause of this event could not be determined. The data presented a rotational sensor error. This did not affect the functionality of the device, and the rest of the data presented no other rotational sensor errors, indicating the issue corrected itself.